Event description:
Caller alleged imprecision results with inration. The results as follows: date: 05/22/06 first test, intra: 4nn, date: 05/22/06 second test, inratio: 0.8, date: 05/22/06 third test, inratio: 1.7.